Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the results was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 58.6cm distal to the distal end of the strain relief and multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the event occurred outside the patient's body.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 28 synergy stent was advanced to treat the lesion. However during the procedure, it was noted that the shaft broke off outside the patient's body. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.